Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an o2 fault. A loss of the oxygen source can be detrimental to a patient. No patient harm reported.

Manufacturer narrative:
The field service engineer reported the o2 supply pressure was low. Increasing the o2 supply pressure resolved this issue . There were no parts replaced. Patient information requested, the request was declined.